Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; ruptured aortic aneurysm, endoleak type ib from the right common iliac artery, endoleak type iiib cuff (reported in a separate report), and stent buckling of the main body(reported in a separate report). Clinical evaluations was unable to find substantial evidence to support the following reported events; intraoperative death. The distal loss of seal (right common iliac artery) was likely caused by the off-label iliac anatomy (intentional user-error) and retrograde flow from the right hypogastric artery. Associated clinical harms included: iliac sac growth; and, a type ib endoleak. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
On 09/18/2017 endologix received a medwatch form from the implanting facility stating that a (B)(6) year old male admitted with ruptured aaa status post repair in 2013 with an endologix graft. Patient would not survive without intervention and family asked to proceed with aggressive measures to save his life. Patient did not survive the surgery. Graft removed with evidence of failure. During clinical evaluation of this case that was completed on (B)(6) 2017, it was discovered that the patient had an endoleak type iiib of the suprarenal cuff(reported in a separate report), and endoleak type ib of the limb extension.